Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted that helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters.

Event description:
It was reported that during an attempted implant, due to manipulation of the lead during placement, the helix of the lead was extended. After a few positioning attempts, the helix of the lead would no longer retract. The physician opted to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.